Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an intermittently blocked touchscreen. At this time, it is unknown if there was patient involvement. A service engineer (se) inspected the device and confirmed the reported condition. They found liquid infiltration on the front housing of the touchscreen. To resolve the issue, se replaced the graphical user interface (gui) touchscreen, gui keyboard, and gui front housing. The unit passed all testing and operates within the manufacturing specifications.